Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was re-programmed as a result of the patient's arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.